Event description:
It was reported that the patient experienced recurring incontinence about four months ago with his advance sling. A surgical procedure was performed in which a new artificial urinary sphincter (aus) was implanted. The patient is recovering from surgery. There were no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There were no patient adverse effects. No issues with the sling were determined.